Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be confirmed as the collet assembly was severely corroded. Installed new collet after the evaluation. The item was repaired cleaned and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicates the device was overheating. There was no reported injury as a result of this event.